Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
In response to follow-up questions, additional information was received. The surgical delay was two hours. No foreign body was retained. The doctor indicated the implant was too big with interference ¿supernatant in the forehead area¿ but interference with soft tissue was not identified. The implant was inserted, but the result was bad. The surgeon advised the bone removal form was strictly followed, only calcifications that could not be removed have remained. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the post-operative CT scan provided. The design vendor conducted an investigation into the complaint; they concluded, "this case was processed per all applicable operating procedures. No issues were documented during the design, manufacturing, and final inspection procedures. A fit check was performed with the prototype implant, skull and also checked with the molds. The contour of the implant closely matched the patient¿s anatomy with a secure fit and no rocking between the implant and the skull. The size, contour, and fit of the implant on the post-op model align with the design. However, it should be noted that the post-op data shows a good amount of bone fragments were left in that were specified to be removed and it is likely that interference with these bones caused the poor fit. Therefore, no evidence has been found during the review of the design to indicate that the process caused incorrect manufacture of the implant for this case.¿ the implant dimensional analysis scan performed on the first choice (fc) and back-up (bu) implants as part of the finished part inspection process were reviewed. The scans determined that both the fc and bu implants were manufactured according to design requirements provided by the customer and met all acceptance requirements. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to inadequate removal of bone fragments. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). It is reported the device will not be returned for evaluation as it was implanted in the patient. The device history records were reviewed and no non-conformance was identified that would cause or contribute to the reported event. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the cranioplasty implant did not fit, the surgery lasted almost 5 hours. Additional information was requested but has not been received at this time.